Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested. There is no report of patient involvement.